Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten fully. The lower joint closer to the mayfield on the instrument, will not securely tighten. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. As previously reported the device was replaced to resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement vertek arm shipped to site (B)(6) 2015. Medtronic investigation of returned suspect device finds that the returned vertek arm appears to be in good condition with no physical damage. The arm failed the holding force test at step 2.2f. With the arm at a 90 degree angle and pulling down, the arm should have held up to 14 lbs. However, failed at 13.5 lbs. Mechanical failure - failed diagnostic testing. No further issues have been reported.